Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks for rapid ventricular response, which was detected by the implantable cardioverter defibrillator (ICD) as ventricular tachycardia (vt). The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.